Event description:
During a meniscal repair procedure it was reported that t1 was well positioned behind the meniscus but the second implant (t2) came loose from the needle. Additional information stated that t1 was able to be removed from the patient. The procedure was an anteromedial approach to repair the red and red/white area of the meniscus. The device was discarded and will not be returning for investigation. A back-up device was utilized to complete the procedure.

Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device will not be returned (B)(4). A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture (B)(4). No further investigation is necessary at this time. (B)(4).